Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a sudden loss of efficacy with no obvious incident. Re-programming was attempted with no effect. The device was explanted and the system may be replaced in the future. There were no patient injuries.